Event description:
It was reported that the patient presented to the hospital three days after implant with inappropriate shocks and the lead neither pacing nor sensing. It was found that the lead had perforated the myocardium. The patient remained stable and did not experience any effusion or hemodynamic compromise. The lead was removed and replaced. The physician indicated that the patient's size may have contributed to the difficulty of placing the lead. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Since no device ID was provided, it is unknown if this event has been previously reported, and without a device serial number, the manufacturing date cannot be determined.